Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: on 12 july 2019, it was reported that it was reported that the device did not work properly. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number ((B)(4)) as documented in the repair reports in livelink. Device evaluations results/investigation findings: product review of the air dermatome by zimmer biomet on 26 july 2019 revealed that the calibration was out of specification at the 0 setting only. It was also noted that the rpm¿s were within specification but the motor ran erratically. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the motor, swivel, poppet assembly, planetary carrier assembly, and various bearings. Air dermatome, serial number ((B)(4)) was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the components to fail and the device to not function as intended. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device did not work properly. The event did not occur during a surgical procedure, therefore no adverse events were reported as a result of this malfunction. Investigation revealed there was an inconsistent speed.